Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The device involved a plum 360 driver new where the customer reported that there was no evidence that the pump failed, but there was a volume of medication that failed, and they want to know if the medication was taken out or if it was the pump. The issue is not related to any physical damage or abuse. There was patient involvement, and they believe that the patient could have taken the medication out of the device. The drug involved was fentanyl. There was no patient harm and no delay in therapy.

Manufacturer narrative:
Self-test passed. Visual inspection performed and found broken rear case damage lip on the fluid shield and chip on the front door. The customer complaint was confirmed that the device did not pump due to the distal air alarming. Furthermore, the performance verification test (pvt) was mostly performed on this device but delivery accuracy failed due to alarming distal air. The probable cause found in the analysis is a faulty app pwa board. This device will need a new app pwa board to run again. The cosmetic will need to be replaced as well. Replaced the battery, pressure detector sensor, app pwa board, rear case, fluid shield, door and labels. The probable cause was faulty app pwa board. Cosmetic on the fluid shield, door, rear case.